Event description:
According to available information, this product was expired. The outside packaging had an expiration date of 04/16/2026 and the inside packaging had an expiration date of 01/01/2001.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this product was expired. The outside packaging had an expiration date of 2026/04/13 and the inside packaging had an expiration date of 2001/01/01.

Manufacturer narrative:
It was reported that expired product was found inside of the packaging to the restorelley mesh: packaging batch code: 9066466, expiration date: 2026/04/13. Inside packing batch code: 1234567, expiration date: 2001/01/01. Coloplast requested the contract manufacturer who performs the labeling activity investigate the issue. During investigation it was identified that test print labels were inadvertently included in the labels used on the product. Risk is mitigated by retail carton label and patient label containing correct product lot number and expiration date. The contract manufacturer has opened a CAPA: 20231005-01 to determine corrective actions. Coloplast opened (B)(4) to document any internal decisions and actions executed by coloplast regarding the nonconformance.